Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error and the keys became unresponsive, after customer had jumped in the pool. Customer's blood glucose was 85 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage to the electronic or motor assembly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked belt clip at the battery tube threads and a broken reservoir tube lip.